Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Wei, w., wang, y., wang, p., & li, z. (2021). Revascularization of acute stent thrombosis after carotid artery stenting in a cyp2c19*2 heterozygote patient. The journal of international medical research, 49(3), https://doi.org/10.1177/03000605211001191. Medtronic review of the literature article found described a single case in which a (B)(6) male patient with history of hypertension was admitted presenting with right limb weakness, right central facial paralysis, and hemianalgesia for 2 days. The right limb weakness was aggravated and barylalia was detected for half a day. Magnetic resonance imaging (MRI) showed multiple infarcts in the internal border zone, in a rosary-like pattern along the left centrum semiovale. Computed tomography (CT) angiography revealed severe stenosis at the beginning of the left internal carotid artery. Transcranial doppler (tcd) showed increased blood flow in the middle cerebral artery. Nihss scare was 5. The patient was initially treated under local anesthesia with ballooning and non-medtronic self-expanding stent and the procedure seemed to be successful. However, 5 days after surgery the patient became lethargic with gaze to the left side, motor apahsia, right hemiplegia, and nihss score was 18. 30 minutes later, CT showed acute stent thrombosis of the left internal carotid artery. The patient immediate underwent thrombus aspiration via the right percutaneous transfemoral access under local anesthesia. An 8f guide catheter was then placed and angiography showed acute thrombosis at the proximal end of the stent without forward blood flow. A non-medtronic micro guidewire was used to place a rebar 18 microcatheter to location of the thrombus in the m1 segment. A solitaire fr stent was then used to retrieve accompanying thrombus that was approximately 2-3cm long. A 6f navien catheter was used to enter the implanted stent for thrombus aspiration and a thrombus of approximately 4cm length was aspirated. Angiography then showed blood flow in the stent was partially restored but forward blood flow remained very slow. A distal embolic protective device was then placed and a non-medtronic 5 x 30mm balloon was expanded twice. Angiography revealed marked improvement in anterior blood flow but still some thrombus in the stent. Tirofiban 10ml was administered through the rebar 18 microcathete r. After this treatment, angiography revealed complete disappearance of the thrombus and complete recovery of the forward blood blow. After surgery, the patient's nihss score was 12. Postoperative CT showed severe cerebral edema and contrast agent leakage without hemorrhage. At 2 days after the thrombus aspiration, CT angiography revealed complete recanalization of the stent, and showed that most of the contrast agent was absorbed. Ten days after the second surgery, the results of the patient¿s cyp2c19 genotype were received. The patient was a cyp2c19*2 heterozygote (cyp2c19*1/*2). The patient was discharged receiving dual antiplatelet therapy, including triple dose clopidogrel. After 6 months of follow-up, the patient¿s nihss score was 3 and his modified rankin scale score was 1. Furthermore, there was no in-stent restenosis observed in the CT angiography at that time. Despite the complications, the procedure was considered successful.